Event description:
A customer reported an issue with their pump's time settings, which showed a discrepancy greater than five minutes between the displayed and actual time. There was no adverse impact to the customer's blood glucose level. The caller was assisted in updating the pump time and advised to monitor for any recurring discrepancies, with an understanding to follow up if the issue persisted.